Event description:
A proximal humerus plate had been used in a previous surgery. A revision surgery was done on friday (B)(6) 2021 to remove the subject plate due to varus collapse of the humerus and 3 screws were perforating into the articular joint space.